Event description:
The facility representative reported a pump that alarmed with failure code 401:317:850:0000, which stopped an infusion of total parenteral nutrition (tpn) solution on a female patient. The tpn solution consisted of: dextrose 12.5%, amino acids 3.75/kg, cysteine (40g/g of amino acids), sodium (na) (2-5 meq/kg), chloride (cl) 3.5, phosphate 2, potassium (k) (2.4 meq/kg), chloride (cl) 3, magnesium sulfate (0.25-0.5 meq/kg) 0.3, calcium gluconate (1-3 meq/kg) 1.75, fat emulsion 20%. This solution was to be infused at 3.5cc/hr over 24 hours. There was no report of patient injury or medical intervention necessary. It is unknown if the device was swapped for another. No additional information is available. This device is a colleague 2006 pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.